Event description:
Limited info is available. It was reported, as the spring wire guide was being inserted, it lodged and pieces broke off.

Manufacturer narrative:
A f/u report will be filed if more info becomes available.